Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the fse visually inspected the system and found the ether cat cable between the pdu control module and the network switch to be normal. The pdu firmware was reloaded; however, the issue remains unresolved. To resolve the issue, the fse replaced the pdu control module. The defective pdu control module was returned to philips for failure analysis, and the cause of the pdu control module failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the pdu control module by the field service engineer resolved the reported issue. Restored the system's functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.